Event description:
Customer reported that insulin leaked past both o-rings of the reservoir and into the reservoir compartment. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.